Event description:
It was reported that during a vascular procedure, there was a problem of the ejection of the clip. After clipping correctly with few clips, the clips were not fully advanced into the jaws prior to firing. They were not correctly positioned and did not close well. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).